Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chlamydial infection and gerd. Concurrent conditions included gonorrhea, hypercholesterolemia, hypertension, obesity, ovarian cyst, uterine prolapse, vitamin d deficiency, appendicitis, hypercholesterolemia, obesity, endometriosis and chronic cervicitis. Concomitant products included calcium carbonate (caltrate [calcium carbonate]), chlordiazepoxide, citalopram and pantoprazole. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)), surgery (ablation) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain upper, vaginal haemorrhage, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date: discrepancy noted 2014 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, stomach pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chlamydial infection and gerd. Previously administered products included for an unreported indication: loestrin and depo-provera. Concurrent conditions included gonorrhea, hypercholesterolemia, hypertension, obesity, ovarian cyst, uterine prolapse, vitamin d deficiency, appendicitis, hypercholesterolemia, obesity, endometriosis and chronic cervicitis. Concomitant products included calcium carbonate (caltrate [calcium carbonate]), chlordiazepoxide, citalopram and pantoprazole. In 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)), surgery (ablation) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and anxiety outcome was unknown and the abdominal pain upper had resolved. The reporter considered abdominal pain upper, anxiety, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date: discrepancy noted 2014 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received event " psychological or psychiatric problems condition: anxiety" was added. Outcome of event " stomach pain " was updated as recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.